Manufacturer narrative:
One 6f ultimum introducer sheath was received for evaluation. Functional testing did not confirm an air leak, however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the percutaneous transluminal angioplasty (pta) procedure, the physician inserted the sheath into the femoral vein, and a blood leak was noted at the valve. The physician replaced the sheath to complete the procedure with no adverse consequence to the patient.